Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. It was reported that navigation spheres used on the instrument were worn. Once new spheres were placed on the instrumentation and seated, no issues were observed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar probe visibility to the navigation system was subpar. It was reported that the tracking status was intermittently shifting from green to red. There was no patient present when this issue was identified.